Event description:
It was reported that prior to start a da vinci-assisted prostatectomy- radical w/ lymphadenectomy surgical procedure, the blue fiber cable was pulled out of the patient side cart (psc), the cable end was sheared off and there was a ring stuck in the psc. The technical service engineer (tse) noted communication faults on the system. The customer was getting the needle nose pliers to pull out the ring. The customer was asked to power down the psc, press the emergency power off (epo), and turn the breaker off while removing the ring. The customer was able to remove the ring. The procedure was converted to laparoscopy with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18th march 2022: the issue occurred prior to start of procedure, after placement of the ports. As the customer was unable to find a spare blue fiber cable, the procedure was converted to laparoscopy with no report of patient injury.

Manufacturer narrative:
A field services engineer (fse) contacted the customer following the reported event. A fiber optic cable was sent to the customer to replace the physically damaged cable. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and noted the communication faults on the system be related to the complaint. An event verification confirmed the procedure was performed on the reported event date. This complaint is being reported as a reportable malfunction event due to the following conclusion: the customer converted the procedure prior to start after port placement due to no back-up blue fiber cable. While there was no harm or injury to the patient, system unavailability after first port incision could lead to an injury due to the patient¿s inability to tolerate a conversion.